Manufacturer narrative:
Dtma1d4, ICD implanted: (B)(6) 2018. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead triggered a lead integrity alert (lia) due to high impedance on the high voltage rv coil. The lead remains in use. No patient complications have been reported as a result of this event.